Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. The stent dislodgement was able to be confirmed. The difficult to position and remove could not be replicated in a testing environment due to the condition of the returned device. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial report, the following information was reported: during removal of the xience xpediton stent delivery system (sds), resistance was noted with the hemostatic valve. A new xience xpediton sds was used successfully. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat an un-specified lesion. The 2.75 x 15 mm xience xpedition stent delivery system (sds) was inserted. Resistance was noted while advancing through the sheath. When the device was positioned in the lesion, it was observed that the stent was not on the balloon. The sds was removed, and the stent was found attached to the hemostatic valve. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.